Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a trifurcated set that was connected to a patient's central line was noted to back up with blood and leak due to a crack in the set. As a result, the patient needed a new central line inserted. There was no patient harm.